Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the pump was connected to a power source but the pump did not initiate charge. The customer tried using a different usb cable, wall adapter and outlet and the pump was able to successfully initiate a charge. Customer reported blood glucose level was 160 (mg/dl). Replacement charging supplies were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.